Event description:
According to the report, the end of the handpiece tip started sparking.

Manufacturer narrative:
A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record for the handpiece. Upon visual inspection, the fibers were observed to have been severed at the coupler. Additionally, the fibers appeared charred where they were severed. The observed damage is indicative of user mishandling. It is possible that the user was pulling the handpiece and caused the fiber to sever. It is also possible that the fiber was bent at this location. When the laser is pulsed, extreme heat is produced resulting in charring of the fiber and breakage of the fiber bundle if there is a sharp bend in the fiber. The instruction for use provide adequate instructions on proper optical fiber handling. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the end of the fiber which does not contact the patient.